Event description:
A customer had a problem with sequential compression sleeves. According to the customer, "9 days after a surgery, a pt died (pulmonary embolism as related by the hospital). The prophylaxis used was: scd and heparin (lmwh)"